Event description:
A malfunction was reported with a pump, indicated by the malfunction code "malf 0," which persisted even after a reset attempt. The customer's blood glucose level did not exceed 500 mg/dl, showing there was no adverse impact on their blood glucose level. Technical support provided information on how to reset the pump, but as the malfunction code recurred, a replacement pump was arranged. The customer was instructed on backup therapy using mdi (multiple daily injections) and how to store and return the malfunctioning pump with a prepaid label.